Event description:
Lost power to table during case. First half of procedure okay, then lost power to the table. Not able to finish the treatment, rescheduled.

Manufacturer narrative:
Field service found bad connection on switch and replaced. System tested and is fully operational.

Manufacturer narrative:
Door safety switch system functioned properly by disabling power to the system when the connection on the table head side door switch electrically opened the safety circuit. Equipment operated as intended.